Event description:
It was reported the connecting tube prongs are breaking off. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to a pin being damaged due to external load during handling. Also, using the cleaning tube with a damaged pin may cause liquid transfer problems and lead to reprocessing failures. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Preparation and inspection: 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.